Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on the road due to a motorcycle accident. The caller stated that the cause of death was trauma injury from motorcycle accident. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump and a sensor at the time of death. The caller declined returning the insulin pump for analysis. The caller stated that they do not have internet access at home therefore cannot perform carelink upload of the insulin pump.